Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low phosphorous (phosm) results generated by unicel dxc 800 pro synchron clinical system for several patient samples. The results were reported out of the laboratory. Subsequent testing on different instrument produced higher results. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were plasma. Qc level 1 results were suppressed and level 2 results were low. A field service engineer (fse) was on site and replaced the phosm module stirrer and reagent pump. Although hardware issues were addressed, a definitive root cause has not been determined for this event.